Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, non-tortuous, 90% stenosed, distal right coronary artery. The 2.75x8 mm nc trek balloon catheter was delivered and inflated once to 18 atmopheres (atm). A 3.0x15 mm xience prime stent was deployed at the lesion successfully. The nc trek was re-inserted for post-dilatation of the stent; however, on the first inflation, the balloon ruptured at 18 atm. A non-abbott dilatation balloon was selected and used to complete the procedure. There was not resistance reported during use of the balloon catheter during advancement. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion, guide cath: tigajr4, stent: xience prime 3.0x15 mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.